Manufacturer narrative:
The report indicates that a device sample is not available to return for investigation. The device history review could not be conducted since the lot number was not provided. The manufacturer will continue to monitor and trend related complaints.

Event description:
Alleged issue: on (B)(6) 2012, six clips (2 med, 4 lg) were used during a robotic assisted radical prostatectomy and not removed. Subsequent to the surgery, in (B)(6) 2013, patient believes he "passed" two surgical clips. About six months later patient started having severe, persistent uts on a fairly regular basis. On (B)(6) 2013 the patient underwent another surgery. The operative notes from that surgery confirmed that three large bladder calculi had formed and were attached to three hem-o-lock clips. These stones were separated from the clips and removed. A laser was then used to re-sect the tissue around the clips and the clips, themselves, were removed. One clip remains unaccounted for. The patient's condition was reported as unknown.